Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was exercising and experienced an inappropriate shock. There was a change in morphology noted at the time of the shock. The plan is to bring the patient in for exercise testing to try and reproduce the qrs and collect reference template at this morphology. The patient had completed his bike test and follow-up. Unfortunately, provocation was not performed. It was not possible to reproduce the broad complex rhythm during exercise. The capture was sense in all vectors. Healthcare professional opted not to update the template at this point until they can send the report for analysis and explained to the patient that he may require a further appointment, bike test. No additional adverse patient effects were reported. This device and electrode remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was exercising and experienced an inappropriate shock. There was a change in morphology noted at the time of the shock. The plan is to bring the patient in for exercise testing to try and reproduce the qrs and collect reference template at this morphology. The patient had completed his bike test and follow-up. Unfortunately, provocation was not performed. It was not possible to reproduce the broad complex rhythm during exercise. The capture was sense in all vectors. Healthcare professional opted not to update the template at this point until they can send the report for analysis and explained to the patient that he may require a further appointment, bike test. No additional adverse patient effects were reported. This device and electrode remain in-service.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was exercising and experienced an inappropriate shock. There was a change in morphology noted at the time of the shock. The plan is to bring the patient in for exercise testing to try and reproduce the qrs and collect reference template at this morphology. The patient had completed his bike test and follow-up. Unfortunately, provocation was not performed. It was not possible to reproduce the broad complex rhythm during exercise. The capture was sense in all vectors. Healthcare professional opted not to update the template at this point until they can send the report for analysis and explained to the patient that he may require a further appointment, bike test. Additional information was received that this device delivered another inappropriate shock while the patient was playing football. Rhythmcare then provided further troubleshooting options to be considered at the next follow up appointment. No additional adverse patient effects were reported. This device remains in-service.